Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09295 it was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead and atrial lead were over-sensing noise. Atrial lead noise was reproducible with arm exercises. No intervention was performed. The patient was asymptomatic and would be monitored.